Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user had hypoglycemia. Blood glucose level was 35 mg/dl. Customer reported change sensor alert and calibration not accepted alarm on sensor. User was able to run the test on transmitter and it was pass. No further details given about hypoglycemia event. It was unknown if the user using auto mode feature at the time of reported incident. Insulin pump will not be returned for analysis.